Manufacturer narrative:
The pump was monitored with multiple basal rates, and it functioned properly. No alarm was noted during testing. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump had software error. It was reported that the customer cannot cancel the alarm. It was reported that the customer's blood glucose level was normal. No further information provided.